Event description:
It was reported that the customer has experienced high bg levels (377 mg/dl) and did not respond to a correction bolus. Customer then took a manual injection and her bg levels began to fall. After troubleshooting, the pump appears to be functioning appropriately.

Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.